Event description:
The customer reported via phone call that there were blocks on their infusion set. Customer stated they were unable to receive insulin as a result. The customer also reported unexplained high blood glucose. Customer stated their blood glucose rose to between 400 mg/dl and 450 mg/dl in the past. The customer stated their high blood glucose was caused by the lack of insulin delivery. The customer also reported a no delivery alarm occurring with a new infusion set. The customer declined to troubleshoot at the time of the call. The customer will not be returning the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.